Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1624c82ee, serial/lot #: (B)(4), ubd: 03-dec-2020, UDI#: (B)(4); product ID: etlw1620c93ee, serial/lot #: (B)(4), ubd: 18-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was in a patient for the endovascular treatment of a 24mm abdominal aortic aneurysm. Eight heli-fx endoanchors were also deployed during the procedure due to concern for late failure. It was reported that the patient presented with generalised abdominal pain in the post-operative period with associated diarrhoea. CT angiogram also showed generalised the day after the index procedure. The event was assessed by the investigator to be related to the index procedure. No additional clinical sequelae were reported, and the patient is fine.